Event description:
The pt reportedly has a skin flap infection. It was reported that the pt has been pressing the external headpiece at the implant site and injured the skin flap area. The surgeon treated the pt with intravenous antibiotic (type unk). The pt is being monitored.